Manufacturer narrative:
H3: product analysis as found condition: the axium prime pusher was returned for analysis within a shipping box and within two sealed plastic biohazard pouches. The sl-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found kinked at ~153.2cm from the proximal end. The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. The retainer ring was found damaged. Testing/analysis: the release wire was extending out the retainer ring ~0.003¿, which is still within specification (specification: 0.002¿-0.005¿). The inner diameter of the retainer ring could not be reliably measured due to the damage. Conclusion: based on the analysis performed, the customer report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. Customer reported no repositioning of the coil, continuous flush was administered during the procedure, devices were prepared per IFU, and coil came out smoothly from the introducer sheath. The likely cause could not be determined. The customer report of ¿premature detachment" was confirmed. It is possible manipulation of the device against resistance caused the retainer ring to become damaged, leading the detach element to slip out and detach the implant coil. As the implant coil was not returned for analysis, any contribution of the implant coil towards the premature detachment could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the resistance was felt only when advancing the coil through the microcatheter. The coil was only detached when removing it from the microcatheter, when friction was felt. The coil come out smoothly from the introducer sheath.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the table was passed coil, lubricated and proceeded to raise through an excelsior microcatheter (sl-10) and the doctor felt resistance and when withdrawing, the doctor observed premature detachment of the coil so they decided to remove the microcatheter without causing any harm to the patient. There was coil separation/break/premature detachment. The coil was removed from the patient. The microcatheter was removed and the coil remains inside the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. The continuous flush was administered during the procedure. There were no patient symptoms or complications associated with this event. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. The patient was undergoing surgery for treatment of a unruptured aneurysm.